Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr with a 26mm sapien 3 ultra valve, when the valve was fully deployed at the end of deployment, the balloon ruptured. There was no leak and a mean gradient of 5. The balloon was removed easily through the sheath and was fully intact. There was calcium noted in the annulus and in the sinotubular junction (stj). There was no harm to the patient and the valve was successfully implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The 26 mm commander delivery system was returned locked at packaging position with zero percent flex and fine adjust. The loader cap was over the flex shaft. The balloon burst circumferentially and radially; there were no missing balloon pieces. Imagery was provided and the following was observed: radial and longitudinal ballon burst at inflation balloon working length. There was calcification present in the landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was able to be confirmed. The provided device imagery and evaluation of returned device shows longitudinal and radial balloon burst. Available information suggests calcification likely contributed to the event as the provided 3mensio shows calcification was present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.